Event description:
Microbiology media from source provider (remel) was defective.======================manufacturer response for microbiology media, remel (per site reporter)======================the company has accepted all comments and information regarding the defective devices. Despite multiple communications and continued problems with new shipments, we no longer have confidence in this product and have discontinued use. We are now utilizing media from a different manufacturer/supplier.